Event description:
It was reported the camera head was not turning on. The issue occurred during preparation for a unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The customer's allegation was confirmed. The device evaluation found no new reportable findings. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. A device history review was completed and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head was not turning on. The issue occurred, during preparation for a unspecified therapeutic procedure. There were no reports of patient harm.